Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the reported error code. To resolve the issue, the stm replaced the motor control board and performed complete preventative maintenance with full calibration. The iiabp passed all functional and safety tests per factory specifications. And was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated "electrical test fails code #50. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.